Event description:
Guidewire used in stent placment became stuck in stents & was unable to be removed. Pt required surgery to remove guide wire. Pt tolerated surgery without difficulty and was subsequently discharged.